Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that the patient¿s vns could not be interrogated on (B)(6) 2013. The patient stated that she has not had any seizures but her tremors are worse and that she has moderate to severe headaches on a daily basis. The patient stated that she has had no seizures in four months. It was also reported on the clinic notes dated (B)(6) 2013 that the ¿vagus nerve stimulator not working well¿ and that they ¿need to check vagus nerve stimulator next month¿. A battery life calculation was performed which showed 3.83 years remaining until eri=yes.

Event description:
It was reported that the explanted generator was discarded and will not be returned for analysis.

Event description:
Additional information was received stating that the vns patient was doing well after replacement surgery. There were no other issues with the patient¿s device other than the lead fracture that was reported.

Event description:
Additional information was received stating that the vns patient underwent prophylactic generator and lead replacement surgery on (B)(6) 2014. It was stated that the replacement was also due to lead discontinuity and discomfort as result of a car accident. The lead event will be captured under MFR report #1644487-2014-00635.